Event description:
It was reported while using (bd luer-lok¿ tip syringe only foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that fibres were identified in the product.

Manufacturer narrative:
It was reported fibers were identified in the product. To aid in the investigation, four photos were provided for evaluation by our quality team. The photos show the bottom part of a syringe with no packaging blister. From the photos, it is not clear what the foreign matter could be. No other information could be obtained from the photos. A device history record review was completed for provided material number 302832, lot number 1299331. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.